Manufacturer narrative:
H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair within the kit is inconclusive due to poor sample condition. Three photo samples of an opened PICC kit were provided for evaluation. The three photos depict a wrapped blue drape. All three photos show the drape from different angles. The tray and kit components are visible in the image. A dark hair fiber is present on the drape in all three images; however, the presence of the hair within the kit prior to package opening could not be determined from the images provided. The complaint remains inconclusive at this time. Possible contributing factors include deposition of hair prior to or after kit packaging. A lot history review (lhr) of redy0824 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that: there was a long black hair in the pack prior to it being used. No patient contact.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy0824 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that: there was a long black hair in the pack prior to it being used. No patient contact.